Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to lead could not produce adequate values through the pacing system analyzer (psa) in two separate spots. In addition, the lead was removed from the split sheath to examine the helix. Tissue was visualized upon the helix, and the implanter attempted to safely and carefully remove the tissue. The lead was attempted one more time in the appendage with terrible numbers and poor stability. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to lead could not produce adequate values through the pacing system analyzer (psa) in two separate spots. In addition, the lead was removed from the split sheath to examine the helix. Tissue was visualized upon the helix, and the implanter attempted to safely and carefully remove the tissue. The lead was attempted one more time in the appendage with terrible numbers and poor stability. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, the tissue or blood stuck in helix allegation was confirmed based on the field report and visual inspection noted the helix housing being clogged with dried blood/body fluid and tissue. The difficult to position allegation was confirmed based on tissue on the helix. The tissue on the tip may not have been the cause of the placement difficulty at implant; however, the tissue indicates that there was some issue with placement during implant. The known inherent risk conclusion code was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.